Event description:
Caller reported potential false negative troponin I (tni) results on triage profiler sob test compared with results from lab when run on abbott and roche analyzers. In 2009, a man went to the ed because of chest pain since the evening before. At presentation in ed, the triage sob panel was run and gave a negative result for tni. An analysis was done again in the private lab in charge of the biology of the hospital. Analysis was performed on abbott and roche analyzers giving positive results. The pt was transferred to the coronarography unit because there was a thrombus in inferior arteries. Three more tests were performed a week later, using the same lot of devices run in the ed, using the heparin sample that had been used in the private lab. Three tni results on the sob panel were positive.

Manufacturer narrative:
Investigation pending.